Event description:
During a coronary stent procedure involving a tortuous rca lesion, the shaft of the liberte' stent delivery system broke during advancement. The stent was not deployed. No patient injuries or complications were reported.